Manufacturer narrative:
Concomitant product: 4968 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the physician indicated the cardiac resynchronization therapy pacemaker (crt-p) failed, as the patient's ejection fraction was previously 55% and reduced to 10%. It was noted the right ventricular (rv) lead pacing impedance was high, along with high left ventricular (lv) lead pacing impedance and high thresholds on both leads since implant. The rv and lv leads had also previously triggered out of range impedance alerts approximately six months prior. It was noted there was the possibility of a connection issue between the device and leads. The patient is scheduled for a follow-up appointment and the cardiac resynchronization therapy pacemaker (crt-p) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.